Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual inspection confirmed that the hooded shroud tip was missing from the right sheath. The hooded shroud was not returned with the device. There was adhesive residue on the sheath. The end of the sheath, which accepts the hooded shroud, was measured against the specification and was within specification. Performance testing was not performed due to the condition of the returned product. Conclusion: the clinical observations were confirmed.

Manufacturer narrative:
The initial medwatch was reported in error. While the tip did come loose, it remained on the guidewire and there was no patient effect. In reviewing the hha, this malfunction would not cause or contribute to a patient injury as the tip always remains on the guidewire. (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Excessive force or torsion during use can cause this issue to occur.

Event description:
Medtronic received information that during a case, after the right side ablation were completed and transitioning to do the left side the guide attachment (tip) detached from the jaw. When the guides were disconnected the guide attachment came off the gemini. Another gemini was opened and used to complete the case. There were no consequences or serious injury to the patient.